Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure could not be confirmed. However, the customer contacted the technical assistance center (tac), completed remote troubleshooting, and the unit was confirmed to be functioning correctly. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that during inspection for use, an issue was identified with the video system center. There were no reports of patient involvement.